Manufacturer narrative:
According to the report received on 05/15/2024 "the balloon lumen ruptured 12 hours after insertion leading to subsequent dislodgement, patient self-reinserted". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report received on 05/15/2024 "the balloon lumen ruptured 12 hours after insertion leading to subsequent dislodgement, patient self-reinserted".

Manufacturer narrative:
Updated: d2, d3, d4, g6, h2, h6.